Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced hyperglycemia, with a fingerstick blood glucose of 520 mg/dl following a high glucose alert, in the context of a recent supply change and subsequent discovery of damaged tubing leading to an infusion set replacement and pump insulin delivery being resumed per guidance. Symptoms included elevated blood glucose without ketones and without reported systemic illness. Outcomes included user-managed correction and continued device use without medical intervention or hospitalization. Investigation included technical support troubleshooting and user education regarding infusion set and pump operation. Investigation of this case revealed a damaged infusion set tubing that could have interrupted insulin delivery, with function restored after set replacement and pump resumption. It was concluded that hyperglycemia occurred due to interrupted insulin delivery from damaged tubing, and the event resolved after corrective actions by the user with support. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.